Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient has an implanted pacemaker. When pacing, the intrinsic morphology is wider. Technical services discussed some programming options for both the pacemaker and the subcutaneous defibrillator. There were no additional adverse patient effects. The system remains implanted.